Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was initially reported that the patient was experiencing increased spasticity in his arms. The hcp did not feel this was related to the pump as the spasticity in the legs was being controlled. Several months later the device was explanted due to infection. The gram stain was negative but culture and sensitivities were pending. The patient outcome was reported as "no injury". The pump was used to deliver baclofen, concentration and dosage was not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.